Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a starclose device after an interventional carotid artery stenosis procedure with a 6fr sheath. Reportedly, after the clip was successfully deployed; however, bleeding was still noted and hemostasis was no adequately achieved. The starclose device was removed and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 1494: patient selection.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. It was noted that the device was used in an area of calcified plaque against the directions of the IFU of the device. It is unknown if this off-label use caused the reported difficulties. It should be noted that the electronic perclose starclose instructions for use (eifu) states: "do not deploy the clip in areas of calcified plaque". It is unknown if the IFU violation contributed to the reported difficulties. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to the failure to achieve hemostasis include, but not limited to, incorrect positioning of device, inadequate tissue capture by the clip, delay in deploying clip after vessel locator was pulled into apposition against anterior surface of artery. The subsequent treatment and hemorrhage appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.